Manufacturer narrative:
UDI: (B)(4). The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case.

Event description:
As reported, during tavr of 26mm s3 valve in the aortic position via transaortic approach, there was challenges crossing the native valve which caused the valve to move on the delivery system balloon proximally. The physician was able to deliver the valve but it ended up landing higher than desired due to the valve not aligned between the balloon markers. This "resulting" in moderate ai. A second valve was prepped and delivered successfully with no remaining ai. The device will not be returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-04394. The device was not returned for evaluation as it was discarded by the site.  Imagery provided was reviewed and indicates aortic root calcification and shows the angle of insertion.  Due to the unavailability of the device, engineering was unable to perform additional visual, dimensional, and functional analysis.  As a result, the presence of a manufacturing non-conformance was unable to be determined. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional complaints relating to delivery system ¿ valve movement on balloon, or delivery system ¿ difficulty crossing native annulus.  A review of complaint history from (B)(6) 2017 to (B)(6) 2018 revealed additional returned complaints for the two trending categories (all models and sizes), which were confirmed for the delivery system-valve movement on balloon. However, no manufacturing non-conformances were identified during the investigations of the similar complaints.   A review of the complaint history revealed that the occurrence rate did not exceed the october 2018 control limits for both the trend categories. A review of the instruction for use (IFU) and training manual revealed no deficiencies. Per complaint description, ¿there were challenges crossing the native valve which caused the valve to move on the delivery system balloon proximally.¿ this likely meant that there were repeated attempts to cross the native annulus, resulting in excessive force getting applied to the delivery system during insertion, which could have caused the valve to move proximally. Attempt to deploy the valve under such condition could lead to non-uniform valve deployment.  Additional factors that could have made crossing difficult and the valve more likely to dislodge during repositioning include not removing 3ml of fluid after de-airing the device, as described in the device preparation manual, since this would have resulted in a larger balloon/crimp profile. As such, procedural factors may have contributed to the valve movement on balloon. The perceived root cause for difficulty crossing native annulus as described in the complaint was, ¿it was the acute angle which gave us trouble crossing the first valve¿. Per procedural training manual ¿it is important to determine if the aortic access site maintains minimum distance requirements from annulus for proper thv deployment¿, and to ¿consider sheath insertion depth when screening for minimum access requirements¿.  Review of 3mensio report revealed that the aortic root was calcified and it is likely that the root cause for the difficulty crossing was due to not performing bav prior to use of the delivery system. It is possible that the calcification obstructed the valve from being placed in the annulus and difficulty in advancing the valve to the annulus. As such, patient/procedural factors (calcification/angle of insertion/not performing bav) may have contributed to the complaint. However, based on available information, a definitive root cause is unable to be determined.  Without relevant imagery showing the valve movement occurring, the complaint was unable to be confirmed.  A review of DHR, lot history, complaint history, and manufacturing mitigations did not reveal any manufacturing non-conformances which could have contributed to the complaint. The IFU and training manuals have been reviewed and no inadequacies have been identified.  Inspections and tests during manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Additionally, a review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessments of the failure mode is not required at this time. In this case, the device was not returned for evaluation, therefore engineering was unable to confirm any manufacturing non-conformance that could have caused or contributed to this event. Available information suggests that procedural factors (multiple attempts to cross native annulus, not removing 3ml of fluid after de-airing the device) may have contributed to the valve movement on balloon, and patient and/or procedural factors (calcification/angle of insertion/not performing bav) may have contributed to the difficulty crossing native annulus. The occurrence rate did not exceed the control limits for the trend categories related to the failure modes. No corrective or preventive actions are required at this time.